Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 758632) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginitis bacterial, depression, dysfunctional uterine bleeding, gerd, ulcer gastric, herpes nos, vaginal delivery and latex allergy. Previously administered products included for an unreported indication: birth control pills in 2009, nexlum, wellbutrin, ambien and valtrex. Concurrent conditions included fibroids (2011 or 2012), uterine fibroid, vaginal itching, vaginal irritation and anhedonia. Family history included diabetes (grandfather (maternal)). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), alopecia ("hair loss"), back pain ("back pain"), dyspareunia ("dyspareunia"), weight increased ("weight gain") and allergy to metals ("allergic reaction associated with a nickel allergy"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), major depression ("major depressive disorder"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation on (B)(6) 2011). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, alopecia, back pain, dyspareunia, weight increased, allergy to metals, vaginal haemorrhage, major depression, anxiety and vaginal discharge outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, dyspareunia, genital haemorrhage, major depression, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well. She was assisted to another exam room where she was observed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (758632) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), major depressive disorder, anxiety and vaginal discharge added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 758632) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginitis bacterial, depression, dysfunctional uterine bleeding, gerd, ulcer gastric, herpes nos, vaginal delivery and latex allergy. Previously administered products included for an unreported indication: birth control pills in 2009, nexlum, wellbutrin, ambien and valtrex. Concurrent conditions included fibroids (2011 or 2012), uterine fibroids, vaginal itching, vaginal irritation, anhedonia, vaginal odor, bladder infection, urge incontinence, unable to urinate, urinary tract infection, uterine fibroids, bleeding intermenstrual, menses irregular, menses irregular, leiomyoma nos, headache, migraine, anesthesia, low back pain, micturition urgency, cervical polyp and vaginal burning sensation. Family history included diabetes (grandfather (maternal)). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), alopecia ("hair loss"), back pain ("back pain"), dyspareunia ("dyspareunia"), weight increased ("weight gain") and allergy to metals ("allergic reaction associated with a nickel allergy"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), major depression ("major depressive disorder"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation on (B)(6) 2011). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, alopecia, back pain, dyspareunia, weight increased, allergy to metals, vaginal haemorrhage, major depression, anxiety and vaginal discharge outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, dyspareunia, genital haemorrhage, major depression, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well. She was assisted to another exam room where she was observed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.